Manufacturer narrative:
Approximate age of device - 6 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient's log history was unviewable for the past 6 months, suspected the system controller's white lead issue. Due to the patient history of driveline damage, and being on epc, they are hesitant to change the system controller. It was reported that patient had visible damage to the outer coating on the driveline, however no alarms were reported and unable to view system information. Technical service observed from the submitted x-ray images that there were some driveline shield separation which is usually caused by repeated flexing of the driveline. With an epc controller if you are not having any red heart alarms then we would not suspect a driveline issue. Requested for patient be placed in a pocket controller. An epc controller does not have driveline fault monitoring like the pocket controller suspected to have broken conductors causing the log history issue and won't show any alarms with an epc controller. The account reported that they were been hesitant to exchange the controller d/t concerns of the integrity of the driveline. The team decided to go ahead and change out the patient¿s epc controller to a pocket controller for safety reasons. Patient's backup will remain an epc until they get insurance approval for patient backup to be upgraded. At home patient was fine and pump restarted patient was left hooked up in power module for 15 minutes, and no alarms were observed and were able to download log history which only showed system controller exchanged. The device will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Investigation summary: the reported event of an inability to retrieve the history log file was confirmed with the returned system controller. The returned system controller was connected to laboratory equipment and an ¿unable to retrieved history data¿ error message was displayed on the test system monitor upon attempt. Attempts using other method to extract the log file has been unsuccessful. The initial log file stored in the system controller had to be erased and once this occurred, the event history was able to be downloaded successfully thereafter. Laboratory testing could not reproduce the issue. The analysis could not determine a root cause of the inability to retrieve the history log file. Device history record (shop order: 120560, 120458) indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. Manufacturer is closing the file on the event.